Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot numbers not provided/unknown.

Event description:
It was reported that the abutment loosened in tooth site 30.

Manufacturer narrative:
One unknown legacy zimmer abutment and one implant were returned for investigation. Visual evaluation of the as returned products identified that they were still engaged to each other ¿ crown engaged to abutment and abutment to implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Device malfunction and the reported event could not be verified since the products were still engaged to each other and since the exact details of event were unknown. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.